Manufacturer narrative:
The device is available for evaluation, however has not been received.

Event description:
The event occurred on an unspecified date in (B)(6) 2022 and involved a plum 360 infusion pump. The customer reported that some of the pumps are stopping without alarming. The pump was infusing both on a side and b side simultaneously, b side was stopped and taken down. Attempted to restart a side, reviewed settings, confirmed, and pressed start. The pump looked like it was going to start, but then it said "stopped". Attempted to restart the a side pump again and followed usual steps to start and again it said "stopped". Tried opening the cassette and closing it and following the usual steps to start a drip, including reprogramming it and again it said, "stopped". New IV pump obtained, infusion set up, and continuous medication restarted without issue. There was a delay in therapy and patient involvement, however no report of patient harm.

Manufacturer narrative:
The device was not returned to the service hub, the customer did not respond to requests to send the pump back to the service hub for analysis and evaluation. Therefore, visual inspection and functional testing was not performed. Review of 12-month service history and event history/alarm logs: a review of the device 12-month service history was performed and no similar event was indicated. The customer has not responded to attempts to obtain additional information. No event history was received from the customer, a review of the event history could not be performed; therefore, the reported complaint could not be replicated or confirmed. The report stating : "a side of the pump just stopped without alarming" could not be confirmed. Due to a lack of information, no probable cause was determined.